Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 91122538 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record # (B)(4).

Event description:
On (B)(6) 2022, genmark was advised of four unexpected positive results for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2022 and (B)(6) 2022. The unexpected positive results were generated across seven eplex rp2 runs and occurred during the customer's verification testing. The sample was previously characterized as positive for flua and flua only. All seven eplex runs detected flua and flua h3. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for both eplex rp2 assays suggesting the consumables performed as expected. The same sample was tested on the cdc influenza flu sars-cov-2 multiplex assay, which resulted in the detection of flua and flua h3 only.